Manufacturer narrative:
Patient¿s weight is unknown. 510k: this report is for one (1) unknown mono/polyaxial screws: matrix/unknown lot. Part and lot number are unknown; UDI number is unknown. Device still remained implanted in the patient. Complainant part is not expected to be returned for manufacturer review/investigation. Facility phone number is unknown. X-ray review was performed and complaint could be verified from provided x-rays, one bone screw separated from polyaxial screw head is visible on x-ray. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two years after the surgery, one of the screw heads popped of the bone screw. The implant was not revised yet. All the implants are still implanted. The screw is from the matrix spine system. The rod is pushing now against skin/soft tissue. Patient outcome reported as under evaluation. Concomitant device reported: spine rod (part # unknown, lot unknown, quantity unknown). This report is for one (1) unknown mono/polyaxial screws: matrix. This is report 1 of 1 for complaint (B)(4).